Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record records were reviewed for lot number m5103t509, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) device not returned.

Event description:
It was reported that, the customer experienced la leaking issue in relation to the thumb valve. No additional information provided.